Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09666. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the reportable malfunction, the adhesive at the distal end ultrasound probe cover broke and fell off, was likely due to external force applied to the distal end. As stated on the IFU and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, g7, h2 and h10. The biomed at the user facility confirmed there was no injury or medical intervention associated with this event as no device fragments will into the patient. The previous procedure was completed without a delay. No additional information is available regarding this event.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the distal end cover / ultrasound probe unit were detached and leaking. The distal end cover was cracked / broken. Additionally, switch# 1 was not working. The scope was repaired to standard specifications and returned to the customer. A review of the service records showed the scope was last serviced via repair on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing the adhesive that holds the ultrasound at the distal end of the evis exera ii ultrasound gastro-video scope broke and ultrsound part came out from the distal end. No patient injury or harm was reported to olympus.